Event description:
It was reported that "resistance was felt and it was unable to inflate the balloon after insertion. After removal, the customer could inflate the balloon forcibly, but it became unable to deflate." No patient injury was reported.

Manufacturer narrative:
The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. It is possible that procedural factors or device handling may have contributed to the event reported. No further actions will be taken at this time.